Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump received with normal operating currents and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No damage was found on the lcd isolation tape during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a blank display. The customer's blood glucose reading was 400 - 535 mg/dl at the time of incident. Troubleshooting found that the pump occasionally shuts off and is cracked near the top of the device and along the side of the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.